Event description:
It was reported the patient was unable to set their ipg to MRI mode. Repositioning did not resolve the issue. Lead diagnostics indicated high impedances on contact 9. In turn, surgical intervention may occur at a later date to address the issue. The investigation did not determine which lead is with the high impedance. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: 05415067017246, serial: 19238441, batch: a000117669.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: 05415067017246, serial: 19238441, batch: a000117669.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred on 26 jul 2022 wherein the lead with high impedance was repositioned until impedances were cleared, addressing the issue.